Event description:
The pt rec'd a scs sys on (B)(6) 2009. It was reported that the pt's sys was explained due to ineffective stimulation. The pt reported, the stimulation was not relieving his pain any more. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Result: as returned, the ipg was nonfunctional due to a depleted battery. It is not known if the charging regimen was maintained. The top half of the ipg was removed. The battery voltage was low and there were no signs of leakage. The battery was recovered and the ipg communicated, charged and passed all tests. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.